Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 clarifier - failure to follow steps / instructions.

Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery. The 5.0x150mm absolute pro self-expanding stent was attempted to be deployed; however, the stent only partially deployed as the thumbwheel could not be pushed. The handle was disassembled in attempt to deploy the stent; however, was unsuccessful. Difficulty was noted when retracting the stent. When attempting to remove the device, the stent separated. The entire delivery system was withdrawn. The separated portion was left in the anatomy and a new stent crush the stent into the anatomy. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis and the reported activation failure, mechanical jam, and difficult to remove were unable to be confirmed due to the condition of the returned device. The reported material separation was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar incidents from this lot. It should be noted the absolute pro ll peripheral self-expanding stent system instructions for use instructs to use an 0.035¿ diameter guide wire. In this case, it could not be determined if using the undersized guide wire cause or contributed to the reported difficulties. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues and manufacturing corrective actions have been identified and implemented for each of the identified causes.